Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. Only the inserter was returned. It was apparent that part of the hex bolt, from approximately the first two threads, was fractured and missing. Notable wear and use marks on the device were also observed. All supplier devices and materials are received in and quarantined in receiving inspection. Receiving inspection performs a quality analysis per the appropriate inspection instruction sheet and audits all appropriate documentation prior to devices and material being released from quarantine. Further review of receiving inspection documents will not assist in determining a root cause. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while doctor was inserting continuum cup into patient, the tip of the threads from the continuum cup inserter broke off inside the continuum cup. Attempts have been made and additional information on the reported event is unavailable.